Event description:
It was reported that the robot was sliding during case. Subsequently the case had to be cancelled and the patient was already under anesthesia and incision made. The patient had to go back under anesthesia four days later, when the case was completed. The surgeon did report back to the rep three days after the completed case that the patient was doing well. No further information known.

Manufacturer narrative:
(B)(4). H3: customer has indicated that the product will not be returned to zimmer biomet for investigation. However, the unit is available for a field service engineer to look at on site. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Updated: b4, b5, d2, e, g2, g3, h1, h2, h6, h11. Reported event was confirmed as physical and technical evaluation were performed by the field service engineer (fse) who was on site on to perform corrective maintenance (cm). During the cm, the stabilization system was adjusted so all 4 feet were hitting the floor at the same time. At various spots on the floor the robot could still move side to side. 3m microfoam tape was applied to the bottom of the stabilization feet to provide better friction with the floor. Device history record was reviewed and no discrepancies relevant to the reported event were found. Based on the investigation performed, the technical root cause of the event was determined to be wear on the stabilization system and/or uneven or floors. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were (update/corrected) corrected: g4. Updated: g3; h2.